Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. Complaint was confirmed for broken tubing just above the weld that attaches the back cane to the frame. The underlying cause could not be identified.

Event description:
The right rear frame broke above the weld where the back cane goes into the frame.